Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high thresholds, unstable thresholds and loss of capture during multiple reposition. It was noted that the patient experienced complete heart block during testing. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.